Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a higher capillary reading of 235mg/dl when compared to a venous lab test of 111mg/dl. When the values were plotted onto a clarke error grid, the results fell into the "c" zone which is considered to be clinically significant. There was no report of death or serious injury.